Event description:
It was reported by service report that the head end right caster was broken off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken stem on caster.